Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced peritonitis. The cause of the peritonitis was unknown. On the same day as onset, the patient was hospitalized for the event. Treatment was not reported. Fourteen days after being admitted to the hospital, the patient was discharged, the peritonitis was resolved and the patient was recovered. It was not reported if capd therapy was ongoing. No additional information is available.